Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service they experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up, the pdrn stated the patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count were taken in the outpatient clinic on (B)(6) 2022 and presented with staphylococcus epidermidis in the culture and a wbc count of 1727/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1750 mg for two weeks (frequency unknown). It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Corrected information: b2.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service they experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up, the pdrn stated the patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count were taken in the outpatient clinic on (B)(6) 2022 and presented with staphylococcus epidermidis in the culture and a wbc count of 1727/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1750mg for two weeks (frequency unknown). It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.